Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the mvs interface cable had been pulled out from strain relief. It was verified all connections inside the mvs were to specification. The manufacturer representative then set the cable to the correct location and tightened the strain relief. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported when the site was moving the image acquisition system (ias), they had forgotten to disconnect the interface cable from the mobile view station (mvs), which pulled the cable out of the mvs. It was noted about 3 inches of wire were exposed. The site did not attempt to boot the system. This issue was noted outside of a procedure, and there was no patient involvement.